Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a followup report will be submitted. (B)(4).

Event description:
It was reported that during a left atrial flutter ablation procedure, the distal tip of the introducer sheath separated from the sheath. Following transseptal puncture, while doing an activation map using the ensite system and a f curve thermocool ablation catheter, a problem was encountered with the introducer sheath coming back across the atrial septum into the right atrium. The ablation catheter remained in the left atrium. The user encountered difficulties when attempting to advance the sheath over the ablation catheter back into the left atrium. When successful, the user continued with the activation map. At this point, it was noted by the user that the distal tip of the introducer sheath had separated completely from the sheath. Initially, the user attempted to retrieve the tip from the left atrium using a goose snare. This was unsuccessful, so an angioplasty balloon and wire were passed through the lumen of the tip. The balloon was inflated and the tip was pulled back into the right atrium and then out the right femoral vein.